Event description:
Customer emailed to notify us that she inserted her cup for the first time and after wearing for 7 hours went to the ER to have it removed. Customer did not receive to our multiple inquiries.